Event description:
It was reported that the left ventricular (lv) lead exhibited high thresholds. The lead was capped and replaced. The device was explanted and replaced due to elective replacement indicator (eri). The device was returned to the manufacturer, analyzed, and subsequently tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. The device exhibited a power on reset (por) at time of receipt, which disabled telemetry. Concomitant products: 5076 implantable pacing lead - (B)(6) 2011; 6947 implantable tachy lead - (B)(6) 2011. (B)(4).